Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 foreign matter was found in the fluid pathway. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: operating room the nurse in charge found a white foreign matter on the inner wall of the syringe during sampling.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number (B)(4) and lot number 1904152. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. Through evaluation of the retained samples, no signs of defect could be observed. Based on the limited investigation results and the provided customer feedback, we are unable to confirm nor determine an exact cause for this reported issue.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 foreign matter was found in the fluid pathway. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: operating room the nurse in charge found a white foreign matter on the inner wall of the syringe during sampling.